Event description:
The assistant director of nursing alleged the pt was sitting on the right side of the bed when she attempted to grasp the top of the right siderail to assist lying down. The siderail collapsed causing her to lose balance and fall to her knees. An lpn entered the room and found pt on right side of bed on her knees. The pt was not injured.

Manufacturer narrative:
The technician found that the right siderail would not latch in the top position. The technician replaced the clocking siderail with a fixed siderail to repair the bed. Mod 414 is a field corrective action to correct in-process defects that may cause the siderail to malfunction. This failure occurred following the correction of this unit.